Manufacturer narrative:
Device passed displacement test. However, device alarmed compromised forced sensor system alarm during basic occlusion test due to slightly loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin is squirting out during the manual prime process and compromised force sensor system on insulin pump. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The drive support cap is sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.